Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive root cause could not be identified for the fibre bonding in the outer tube area(distal end) is damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage to the fiber bonding in the outer tube area (distal end). There was no patient involvement.